Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, after one shock was delivered, upon the second shock, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.